Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the numbers began to scroll during a bolus. She also reported that the screen was cracked. She stated that the insulin pump had been exposed to moisture. The blood glucose reading was 137 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had cracked display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.